Event description:
Husband reported the infusion headsets leak insulin, and the self-adhesive becomes wet and does not adhere properly. Some infusion sets "don't stick at all," and others stay on for less than 2 days before coming off. The infusion sets were replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.